Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was brought to the hospital via ambulance on (B)(6) 2016 after being found face down at home by the patient's son. Upon emergency service's arrival, the patient was found to be pulseless and CPR was initiated by police and was taken to the hospital. The son was not present with patient upon arrival at the hospital, so the exact account of events that transpired was somewhat vague. The patient's spouse reported that the patient appeared to be trying to connect to the power module. The patient had subsequently expired. Upon interrogation of the patient's defibrillator, two shocks given for v-fib were noted. Interrogation of the lvad showed the that on (B)(6) 2016 at 1450, power cable disconnected, at (B)(6) 2016 at 14:51, pump off pi event and (B)(6) 2016 at 14:51 pump off driveline disconnect. A log file was provided to the manufacturer's technical services for review. The log included 19 days of data. It was observed that on (B)(6) 2016, at 2:51:37 pm a driveline disconnect alarm was recorded, while the patient was on batteries and the pump stopped. A power cable disconnect alarm on (B)(6) 2016 had occurred at 2:50:00 pm with no issues observed. The driveline was not reconnected until (B)(6) 2016 at 7:22:32 pm, and ran without adverse events until (B)(6) 2016 at 9:26:49 pm, then the driveline was disconnected. This was the last line in the event log. No additional information has been provided.

Manufacturer narrative:
A driveline disconnect alarm and pump stop were confirmed through an evaluation of the submitted system controller. Based on the information contained in the log file, it appears that the patient experienced a brief power cable disconnect alarm on (B)(6) 2016 at 2:50 pm. This was followed by a driveline disconnect alarm at 2:51 pm, which caused a pump stop. The driveline was not reconnected until (B)(6) 2016 at 7:22:32 pm. After being reconnected, the pump operated without any further atypical events captured. The driveline was disconnected at 9:26 pm on (B)(6) 2016 with both power cables being disconnected shortly after, indicating that the system controller was disconnected from service. A root cause for the initial driveline disconnection could not be conclusively determined. The pump was returned for evaluation and appeared to have been exposed to a fixative agent prior to being returned. Evaluation of the device revealed a deposition inside the pump. Examination of the rotor bearing ball revealed a red, tissue-like deposition. The deposition had a ring-like structure and areas which appeared denatured, indicating that it may have developed at this location. However, its appearance and structure may been affected by the fixative agent. The deposition appeared to be in the early stages of development with minimal layering and did not appear to have obstructed flow. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The driveline was cut approximately 9 inches from the pump housing and the rest of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. No damage that would have been present during pump operation was identified. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.